Event description:
The customer reported the system will not start up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced f1 and f2 fuses, and recommended b386 board be replaced. This MDR is related to ge healthcare complaint.